Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels displayed as "low" on the continuous glucose monitor, and tiredness. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.